Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out, the lead insulation stripped away from the lead exposing the cables. The lead was capped on (B)(6) 2016. The patient condition was stable and doing well.

Manufacturer narrative:
Mfg date should have been reported as 04/26/2008.